Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneous troponin (accutni) result above the ami cutoff generated by the access 2 immunoassay system for one patient. The accutni result was reported out of the lab. Upon repeat testing the result was within the normal reference range. A corrected report has been sent. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample is lithium heparin plasma with a gel barrier. A system check was performed on 10/18/10 and met specifications. A field service engineer (fse) was dispatched: the fse performed a system check and a precision run and results met specifications. The fse conducted a diagnostic test which failed some parameters. The fse replaced several hardware components. The diagnostic test was repeated and was within specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.